Event description:
Allegedly revised due to pain and possible cup loosening. Per sales rep, "the cup didn't appear to be loose at revision." The physician removed the ceramic femoral head and then placed the same head back in the patient.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
The investigation is not complete. This is the same event as 3010536692-2015-00655, 00656. This report will be updated when the investigation is complete.